Event description:
It was reported that a user experienced repeated alert 38 indicating a consecutive motor stall on the ilet insulin pump, which persisted after multiple restarts and led to a device replacement; the affected component was the pump motor/drive system. Symptoms included hyperglycemia with a reported blood glucose of 255 mg/dl for about 45 minutes without ketone testing, back-up therapy, or medical intervention. Outcomes included temporary disruption of insulin delivery without hospitalization, medical treatment, or long-term impairment. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this device revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.